Event description:
It was reported that the subject device had an issue with the clarity, dark image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9; h2; h3; h6; h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on objective frame, dirt in objective unit, bent and scratches on outer tube. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction could not be determined. The probable cause of the additional reportable malfunction¿dents on the objective frame, bent and scratches on the outer tube¿found during device evaluation was traced to component failure. However, the probable cause of the malfunction involving dirt in the objective unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.